Event description:
Reporter states that lasing at 24 hz presents a percent error of more than +/- 20% (selected value 7.5 w, independent value 24 w; selected value 14.5 w, independent value 54 w). Also, output energy is too low when lasing at 40 hz repetition rate. This information is documented as reported to trimedyne.

Manufacturer narrative:
Device evaluated by third party distributor.